Event description:
It was reported the patients blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device was received fully deployed. The download data returned an 0x3d alarm, indicating that the step sensor was asserted before wire driven. Rerun of the device terminated in an 0xd6 alarm, indicating (B)(4) detected low voltage. Upon testing the fluid path, a tear in the unexposed portion of the soft cannula was observed. The leaking fluid can be seen exiting the site of the tear. Batteries were found to be depleted and smc was found to be out of specification. The fluid leaking from the unexposed portion of the cannula is what caused the 0x3d alarm, the depleted batteries and high smc. During the investigation, no communication errors were observed. The cause of the reported communication error could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.